Event description:
It was reported that the screw broke during insertion. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The cortex screw was broken. We suppose that the mechanical overloading situation during use may have led to the breakage during insertion. The reason for shearing off may also be different and perhaps the hole was not drilled deep enough or the drill diameter chosen was too small. Please note, these special screws are very small and very delicate handling is required. A review of the device history records has been requested. Conclusion: this device failure is related to the conditions of use and the operational context contributed to this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Patient age: (B)(6). Expiration date: 01/01/2020. 510k: (B)(4). Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that on (B)(6) 2011 during an unknown surgery when the screw was inserted, the head was twisted and cut off.